Manufacturer narrative:
During inspection and testing, the customer's reported issue (leakage) was confirmed. There was a leakage from the elevator channel at the distal end side due to a damaged elevator channel. In addition, service found the adhesive on the objective lens was worn, the adhesive on the bending section cover was detached, the connecting tube was scratched, the forceps channel port was shaved, the grip was scratched, switch button #1 was cut, the scope connector cover was scratched, the scope connector was deformed, the bending angle in the up/down/right/left directions was out of specification due to wear of the angulation wire, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the foreign material in the forceps elevator cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was leaking. The reported issue occurred during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found there was foreign material in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing steps recommended in instructions for use (IFU) was not completely conducted due to water leakage from the subject device. As a result, the foreign material may have remained on forceps elevator and around there. The event can be prevented by following the IFU which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.